Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Insulin pump down arrow button did not respond due to corroded keypad trace. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer stated that they got caught in the rain. The customer's blood glucose was 101 mg/dl. The discontinuation of the device was advised. Nothing further was reported.